Manufacturer narrative:
Citation: wang x, xu y, zeng l, et al. Long-term outcomes of left bundle branch area pacing compared with right ventricular pacing in tavi patients. Heart rhythm. 2025;22(7):1774-1781. Doi:10.1016/j.hrthm.2024.09.021 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of left bundle branch area pacing compared with right ventricular pacing in transcatheter aortic valve implantation (tavi) patients. A total of 237 patients who required permanent pacemaker implantation after tavi were included in the study population. Several tavi platforms were used in the study, including medtronic corevalve (n = 15) and various non-medtronic brands (n = 222). Adverse outcomes included: pacemaker implant within 30 days after tavi (indications: complete/high-degree atrioventricular block, bradycardia, left or right bundle branch block); aortic regurgitation (moderate to severe); stroke; coronary obstruction; major bleeding; major vascular complications; and rehospitalization for heart failure. Additionally, 32 deaths occurred during the five-year follow-up. However, there was no evidence presented to suggest a causal relationship between medtronic product and the deaths.